Event description:
I experienced two adverse events from avaira toric coopervision contact lenses that were not included in the recall. My lot number is 10465550000020. My first experience was a lens that caused very cloudy vision. My vision was impaired to the point that I could not drive. After nearly 4 hours and flushing my left eye with water several times, my vision cleared. A few weeks later, I put in another avaira toric lens in my left eye from the same box and lot number as the previous one. I had the same experience with cloudy vision and immediately removed the lens. This time, however, I had extreme eye pain and a sensation of sand in my eye that did not improve after an hour. I saw my optometrist a few hours later and was diagnosed with an inflamed cornea. He gave me an antibiotic, which I started that day. That evening, the eye pain became very severe and my eye became extremely swollen. It was also extremely sensitive to light again, I could not drive because my left eye could not tolerate sunlight. I saw my optometrist the following morning and he added a steroid to reduce the inflammation. I checked the lot number on the coopervision web site, and it stated that this lot was not recalled. However, I had two bad lenses within one box. Dose or amount: 2 weeks lens, frequency: every 2 weeks, route: opthalmic. Dates of use: rx for one year, 2011 - 2012. Reason for use: myopia and astigmatism.